Event description:
Customer reported that vincristine/doxorubicin was hung as a primary to infuse over 24 hours at a rate of 22ml/hr. The pt was sent to interventional radiology for 4 hours, and returned to the unit with the chemo infusing at a rate of 22ml/hr, however it finished about 6 hours earlier than expected. The pt was stable. No pt harm or medical intervention required. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The report of an infusion ending early was confirmed by the log review. A review of the associated pcu event log infusion indicates that 520mls of doxorubicin was programmed and started at 9:06pm to run for 24 hours, with the rate calculated at 21ml/hr. A few hours later the rate was increased slightly to 22ml/hr and the infusion ran until 3:11pm the next day before alarming for air-in-line and being turned off by the user. Total volume delivered during the ~18 hour infusion was logged as 395.49mls. The log review does confirm that the infusion was ended ~6 hours early however the cause could not be determined. Rate accuracy testing on the pump module found the device to be delivering fluid within specs. The internal and external inspections of the device did note fluid contamination inside the rear case and on the bezel assembly hover none was observed inside the mechanism finger slots. Testing and inspection of the returned disposable set found it to be in good working condition with no damage or leaks noted. The lof review did indicate that the infusion was ended ~6 hours early by the user, however the log review could not determine why this occurred. No fault was found with the programming of the infusion and no fault was found with the pump module or disposable set involved in the incident.